Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause was presumed to have been stress of repeated use, external factors or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
Additional information: h6.

Event description:
It was reported by the customer, the insertion part of the evis lucera elite bronchovideoscope was broken. The issue was found during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the insertion section coating was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeling coating of the insertion section due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was a collapse/buckling/depression/scratch/cut/wrinkles of the insertion section due to physical stress. There was buckling and deformation of the instrument channel. The adhesive of the distal end was deteriorated/damaged to chemical/physical stress. The connector was deformed/broken due to physical stress. The angle wire became longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.